Event description:
It was reported that during the procedure the physician was using a resolute integrity coronary stent, a non- medtronic balloon and a pacific pta balloon in conjunction with an everest deflation device to treat coronary and peripheral lesions. The lesion in the artery of the lower limb (aso) exhibited 90% stenosis. During the operation, the physician noticed difficulty in turning the knob of the everest inflation device during deflation. This was noted especially during stent deflation which was carried out first in coronary treatment; a sense of strong resistance was noted with the everest device and a squeezing noise was heard, however the physician continued using it for the peripheral operation. During this procedure it took considerable time for the deflation of a resolute integrity coronary stent, a non- medtronic balloon and a pacific pta balloon also. It applied to all coronary balloons, stents and distal balloons equally, which were used during this operation. The physician stopped using the device and used a new everest inflation device as replacement to complete the operation. There was no patient injury or clinical sequelae reported for this event.

Manufacturer narrative:
Evaluation codes: results related to another drug/device ¿ (everest inflation device could not deflate the device) (no results available since no evaluation performed) - device or procedural images not provided for review (none) ¿ device not returned for evaluation evaluation codes, conclusions: related to another drug/device ¿ (everest inflation device could not deflate the device) unknown - (root cause could not be determined) (B)(4).